Event description:
Reporter indicated that the pt had been referred for removal of her vns. The pt's mother believes that the pt's seizures have increased since the vns has been implanted; however, the surgeon's office suspects the device may have been programmed off for a few months. Further attempts for information have been unsuccessful to date.